Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be kinked. Although the cannula was observed to be kinked, fluid was able to successfully flow through the entire fluid path and exit the distal tip of the soft cannula. No signs of leakage were observed. The data downloaded from the device did not show any signs of a failure to deliver insulin. Although the cannula was damaged, the timing and cause of the damage to the cannula is unknown. Indents were seen on the top and bottom housing. Damage to the reservoir cap and ratchet gear teeth was observed. This damage lined up with the indent on the top housing, evidence of post use damage. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 260 mg/dl. As treatment, the patient administered a bolus and applied a new pod.